Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-5542-1a, serial/lot: (B)(4), description: freelink remote control kit.

Event description:
A report was received that the patient underwent a procedure for spinal arthrodesis. A follow-up was scheduled to reprogram the patient and replace his remote control. The patient was satisfied with his stimulation parameters at the time. The patient later had an issue with a screw on his arthrodesis and underwent a second procedure. After the procedure, the ipg could not communicate with the remote control. The physician stated that monopolar and bipolar electrocautery were used close to the ipg during the surgery. The previous database analysis showed no sign of issues with the device. The patient experienced pain at the ipg site after his second surgery and a new pain on his left leg. The patient then underwent a revision procedure to replace the ipg. The physician noted that when he opened the ipg pocket, he saw the port plug was not in place in the d port, but it was in the ipg pocket instead. The ipg and port plug were removed and the leads in place were tested. The test showed the impedances were in normal range. Patient was doing well post-operatively. The patients charger was also replaced by a new kit.

Event description:
A report was received that the patient underwent a procedure for spinal arthrodesis. A follow-up was scheduled to reprogram the patient and replace his remote control. The patient was satisfied with his stimulation parameters at the time. The patient later had an issue with a screw on his arthrodesis and underwent a second procedure. After the procedure, the ipg could not communicate with the remote control. The physician stated that monopolar and bipolar electrocautery were used close to the ipg during the surgery. The previous database analysis showed no sign of issues with the device. The patient experienced pain at the ipg site after his second surgery and a new pain on his left leg. The patient then underwent a revision procedure to replace the ipg. The physician noted that when he opened the ipg pocket, he saw the port plug was not in place in the d port, but it was in the ipg pocket instead. The ipg and port plug were removed and the leads in place were tested. The test showed the impedances were in normal range. Patient was doing well post-operatively. The patients charger was also replaced by a new kit.

Manufacturer narrative:
Device technical analysis (sc-1132 / serial number: (B)(4)): the complaint about the patient being unable to communicate with the ipg since his recent surgery was confirmed. The device could not be charged nor linked due to a damaged u3 asic. The device data was captured using an external power source. The data revealed that the ipg was damaged during the previous procedure where electrocautery was used. Exposing the ipg to sources of high voltage transients can cause this type of failure. Device technical analysis (sc-5542-1a / serial number: (B)(4)): the complaint of an intermittent black screen and some lines on the screen was confirmed. The lcd of the remote-control display had a vertical line running through the screen intermittently. The display anomaly was caused by a defective lcd screen. The probable cause was determined to be: cause traced to component failure.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 01:13 pm CT.the report number is being corrected from: 3006630150-2018-62501to: 3006630150-2018-61630.